Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple invalid transmitter alerts. Troubleshooting with tandem technical support was performed, and a new sensor session was unable to be started. No patient information was provided. A replacement transmitter was sent to the customer.